Event description:
It was reported that the implantable cardiac monitor recorded asystolic events and the patient was not symptomatic, thus the episodes were suspected to be false. Artifact was noted and it was concluded that the device may have tilted in the pocket, causing a loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).